Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast surgery with a 275cc mentor memorygel breast implant and experienced right-sided rupture postoperatively. The patient underwent removal and replacement with a 275cc mentor memorygel breast implant (right catalog #:3502751bc , right serial #:(B)(4)) on (B)(6) 2022 for unspecified reason. Upon explantation, the right-sided rupture was observed.

Manufacturer narrative:
On 28-mar-2022, mentor received additional information regarding the patient¿s symptoms and event date. The patient experienced bilateral device migration postoperatively. Updated reason for device explant and/or reoperation: device migration initially, the event date was reported as 8-mar-2022. However, additional information revealed that the event date was approximately 26-aug-2020. The relevant fields have been updated. On 7-apr-2022, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in three parts. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).